Event description:
It was reported that the user could not locate the meal announcement function because they were on the continuous glucose monitoring page, and after guidance to the main screen they found the meal button and announced the meal as usual. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included no alerts or alarms, no missed insulin delivery, and no need for medical care. Investigation included user education and device use troubleshooting by guiding the user to the correct screen. Investigation of this case revealed user interface confusion leading to difficulty initiating a meal announcement, with device hardware and software functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to user interface navigation.